Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net transmission and upon interrogation of the device premature battery depletion was observed. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.